Event description:
The patient was treated with the rhinaer stylus in a surgery center under general anesthesia. No other procedures were performed at the time of the rhinaer treatment. Later the same day as the treatment the patient presented to urgent care with bleeding and was treated with surgicel. Bleeding was controlled for 2 days, then the patient presented to the ER with bilateral epistaxis, bleeding from right middle orbit and right ear. Rhino rocket placed bilateral but removed due to pain. Patient hematocrit dropped to 20 and 2 units of packed rbc administered. Two days later, bilateral sphenopalatine artery embolization performed to control bleeding. The physician reported that the patient has done well.